Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. The reported issue was not confirmed during testing.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm. This occurred while testing. There was no patient involved.